Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available to stryker.

Event description:
It was reported that the patient had a left hip revision surgery. Removed 3 cannulated screws 6.5 and 2 washers. Converted to bipolar cemented hip. This was done because of failed hip pinning. No x-rays op notes lab reports etc were available to me. Patient had a hip fracture and 3 asnis 6.5 cannulated screws and 2 washers were implanted. Patient was then revised to a bipolar cemented hip.